Event description:
The operator from post-manufacturing at beckman coulter reported a leak inside the coulter lh 780 hematology analyzer. The instrument was giving 'laser offset high' errors when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Per a conversation with the post manufacturing operator, the field service engineer (fse) found that the retic clear solution line had popped off the fitting of the ghost pump, pm6. The fse replaced the tubing and the instrument ran without any leaks or errors. The repairs were verified per established procedures. (B)(4).